Event description:
This report is being filed after the subsequent review of the following literature article: lui, t., chan, k., chow, h., ma, c. And ngai, w. (2008). Arthroscopy-assisted correction of hallux valgus deformity. Arthroscopy: the journal of arthroscopic and related surgery, 24, 875-88. The authors conducted a retrospective study to evaluate the clinical and radiographic results of arthroscopy assisted hallux valgus deformity correction using percutaneous screw fixation, with a 4.0 millimeter ao cannulated titanium screw. From july 2001 to september 2005, endoscopic distal soft tissue procedures were performed in 94 feet (45 left feet and 49 right feet) of 83 patients (75 females and eight males). The mean age at time of operation was 45.6 years old (range, 14 to 89 years). The mean postoperative follow-up was 30.45 months (range, 24 to 74 months). Serious injury results included: two feet that had a recurrence of hallux valgus on which a revision operation was performed: one foot had first tarsometatarsal hypermobility and was revised with endoscopic soft tissue procedure and arthroscopic lapidus arthrodesis. The other foot was revised with scarf osteotomy. Both patients reported dissatisfaction with the procedures. One patient who developed hallux varus deformity one year after the operation; extensor hallucis longus transfer was performed. The patient reported dissatisfaction with the procedures. One patient who complained of skin impingement pain by the knot of the medial capsular plication suture; removal of the knot was performed together with removal of the proximal fixation screw eight weeks after the index operation. One patient who suffered from symptomatic stiffness of the first metatarsophalangeal joint with motion of 15 degrees; arthroscopic release was performed. The patient reported dissatisfaction with the procedures. (B)(4). This report is for an unknown 4.0 millimeter cannulated titanium screw.

Manufacturer narrative:
Lui, t., chan, k., chow, h., ma, c. And ngai, w. (2008). Arthroscopy-assisted correction of hallux valgus deformity. Arthroscopy: the journal of arthroscopic and related surgery, 24, 875-88. This report is for an unknown 4.0 millimeter cannulated titanium screw / unknown quantity / unknown lot. (B)(4). The investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.